Event description:
The customer contacted baxter's technical service center to report a damaged patient line found on the disposable cassette during drain 2 of 5. The home patient (hp) stated that the cat had bitten through the patient line. The baxter technical representative (tsr) assisted the hp to end therapy and advised the hp to discard supplies and start over with all new supplies. The hp was advised to inform the registered nurse(rn) regarding this issue. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product and lot number is unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This report of a damaged patient line was confirmed. The cause was determined to be animal damage due to use error- patient had cat that bit the patient line. A labeling review found the patient at home guide to be adequate for use/user error related to this incident